Event description:
It was reported that the patient had a history of low impedance on the right atrial lead. All other electrical parameters were in range. The device was reprogrammed and the lead remained implanted. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).